Manufacturer narrative:
(B)(4). Result: (stent embolism). Result/conclusion: (presence of diffuse disease and calcification).

Event description:
An attempt was made to deploy a 2.5 mm diameter x 13 mm length endeavor sprint rapid exchange (rx) stent into a pt for the treatment of a highly calcified lesion in the proximal circumflex artery following pre-dilatation. Angiography showed a diffusely diseased circumflex artery all the way in the proximal mid segment and multiple tandem lesions in a heavily calcified segment. The vessel was very tortuous with high grade multiple 80% tandem lesions in the mid segment. Proximally, it was again very calcified and diffusely diseased with a residual 90% stenosis post ballooning. During the procedure, the balloon of the endeavor sprint coronary stent sys appeared to be lodged just at the distal edge of the guideline. A stent dislodgement occurred. The entire sys was pulled into the guide and the guide was exchanged and the stent was retrieved. The procedure was completed using two competitor bare metal stents. No other clinical sequelae were reported.